Event description:
A medtronic representative reported that while navigating a cranial surgery, the synergy cranial software unexpectedly exited and went to the blue medtronic logo screen. The medtronic representative did a hard re-boot of the system and the procedure continued. The surgery was completed with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier was requested, but not available. System logs have been requested, but not provided.

Manufacturer narrative:
Patient ID now provided.

Manufacturer narrative:
Three attempts were made to retrieve the system software logs, but none were returned to the manufacturer for evaluation. Unable to determine root cause of issue.